Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/20/2026, the cgm was reading low and the blood glucose reading was over 200 mg/dl. Despite this the patient continued to take sugar and left the sensor attached despite still showing low. At some point the bg increased to 1000 mg/dl. The patient experienced coma and was taken to the hospital. There is no information about the medical intervention nor the treatment provided. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.